Event description:
I was evaluated for my neuropathy in my feet and legs by a nurse and physical therapist from island home in the corpus christi/port aransas area. I was told I would qualify to receive anodyne treatments. Three days later, another nurse came to my house to treat me with anodyne therapy for my diabetic neuropathy in both my feet and legs. I rec'd treatment without incident that day, as well as 3 days later. Two days later, after being on the device at near full strength for around 30-40 minutes I noticed some redness on my calves where the anodyne pads were by sticking my finger under pad and feeling extreme intolerable heat, my finger finger felt like it was about to burn. I immediately told the nurse about this. She assured me several times that "it won't burn." However, there was quite a bit of redness and discomfort on my calves for several days after. I believe I had some superficial burns according to my research on the product and the MFR's website.